Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s current blood glucose is 34 mg/dl at the time of incident. Other relevant blood glucose level was 161 mg/dl and 121 mg/dl. The customer treated with the food. Troubleshooting was done for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does allege pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the reason code with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Reason code has been updated to ea18 (possible over delivery anomaly).